Manufacturer narrative:
D10 concomitant medical product: egiauxl, egiauxl endogia ultra univ xl stapler (lot # p4j0894) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, at the second firing along the stomach, a metal piece of the reload at the articulation joint broke and shot out of the side. No component fall into the patient cavity. Additionally, the surgeon was able to press the green button and squeezed the handle, but it ran idle or was floppy with no resistance, and the instrument made a strange noise. Hence, the instrument did not fire. A larger incision was made to remove the device. The device was replaced by opening a new reload and a handle with a new lot.

Manufacturer narrative:
Additional information: b5, d9, d10, g3, h6 correction: h3 d10 concomitant products: unknown trocar, unknown trocar device (lot unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, at the second firing along the stomach, a metal piece of the reload at the articulation joint broke and shot out of the side. No component fall into the patient cavity. Additionally, the surgeon was able to press the green button and squeezed the handle, but it ran idle or was floppy with no resistance, and the instrument made a strange noise. Hence, the instrument did not fire. The incision was extended for one inch to remove the device. The device was replaced by opening a new reload and a handle with a new lot.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, at the second firing along the stomach, a metal piece of the reload at the articulation joint broke and shot out of the side. No component fall into the patient cavity. Additionally, the surgeon was able to press the green button and squeezed the handle, but it ran idle or was floppy with no resistance, and the instrument made a strange noise. Hence, the instrument did not fire. The incision was extended for one inch to remove the device together with the trocar. The device was replaced by opening a new reload and a handle with a new lot. Pli 30: product received without accompanying information.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was received attached to a handle. The reload was pre-fired and engaged in interlock. The jaws of the reload were open. The I-beam was fully retracted while the sled was slightly advanced. Staples were protruding from the proximal end of the staple cartridge channel under the reinforcement material. The trs material was properly anchored to the anvil and cartridge. The proximal sutures were cut and the distal sutures were intact. The laminates were noted to be protruding from the articulation joint. It was reported that the component disengaged. The reported issue could not be confirmed. The most likely cause was not established. It was also reported that the instrument did not work and articulation joint broken. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.